Event description:
It was reported to philips that the device experienced a pads cable failure and displayed a pacer equipment malfunction error message. There was no reported patient or user involvement and no adverse patient/user impact.